Event description:
Subject presented to the ER on (B)(6) 2024 with knee pain and swelling. Aspiration of the knee performed with abnormal results. Diagnosed with periprosthetic joint infection with revision surgery and debridement performed. Tibial polyethylene exchange performed during debridement and irrigation surgery on (B)(6) 2024. Please note: pi was previously reported 13dec2022 for tibial insert revision. Revision on (B)(6) 2024 is a second revision of the tibial insert. Additional note: patient had a prior revision reported in (outside of study scope). Entire knee construct was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts femur sz4 left; cat# 5512-f-401; lot#buz4s triathlon fem cone aug sz 4l; cat# 5549-a-341; lot# d5t5 tri ts baseplate size 4; cat# 5521-b-400; lot# bxt4xa triathlon sym cone aug sz b; cat# 5549-a-120; lot# epa6 triathlon stem extender 25mm; cat# 5571-s-025; lot# p83aev triathlon stem extender 50mm; cat# 5571-s-050; lot# yw4arn triath total knee sys offset adapter 2mm; cat# 5570-s-020; lot# 0068115d triathlon stem extender 50mm; cat# 5571-s-050; lot# d768my triathlon stem extender 25mm; cat# 5571-s-025; lot# ml5vvd triath total knee sys offset adapter 4mm; cat# 5570-s-040; lot# 0056033a tri press-fit stem 16x150mm; cat# 5566-s-016; lot# m9l39g tri press-fit stem 15x150mm; cat# 5566-s-015; lot# 0041488h triathlon femoral distal augment 15mm - size 4 left; cat# 5542-a-401; lot# kmnu triathlon femoral distal augment 15mm - size 4 left; cat# 5542-a-401; lot# vaeb tri post augment sz4 5mm; cat# 5543-a-400; lot# bgt9i tri post augment sz4 5mm; cat# 5543-a-400; lot# bgt9i tri rm/ll tib aug sz4 10mm; cat# 5546-a-402; lot# ereml4d tri lm/rl tib aug sz3 5mm; cat# 5545-a-301; lot# erfaa5a tri rm/ll tib aug sz3 5mm; cat# 5545-a-302; lot# erffh8d tri lm/rl tib aug sz4 10mm; cat# 5546-a-401; lot# eresa8a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was confirmed via med review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "these product inquiries concerning a patient who underwent a primary total knee arthroplasty in 2008. The patient was then revised on february 20, 2019 for loose femoral and tibial components and a fractured femoral stem. The patient was then revised again on december 12, 2022 due to a loose patella component with repair of the medial soft tissues and a polyethylene exchange. The patient subsequently developed an infection and underwent debridement and polyethylene exchange on january 15, 2024. The root cause of loosening of the femoral and tibial components and fracture of the femoral stem several years after the index operation cannot be determined with certainty. The causes are multifactorial including surgical technique, especially in the cementing technique, patient activity level and bmi. The cause of the fractured stem cannot be determined with certainty. The explanted components must be submitted to stryker engineers for analysis and evaluation. I cannot confirm the original operation in 2008 since I don't have any information about it. I can confirm that the patient had the initial revision procedure in 2019 for the loose components and broken femoral stem since I was able to review the operation report. I can also confirm that the patient had the second revision in 2022 since I was able to review the operation report. The causes of aseptic loosening of the patella as well as disruption of the medial arthrotomy are multifactorial including surgical technique, especially in the manner of cementing and insertion of the patella component, the adequacy of the medial retinaculum repair, possible trauma, patient activity level and bmi. I would not assign any causality to the patella component itself. The explanted patella component should be submitted to stryker engineers for analysis and evaluation. I can also confirm the revision and irrigation and debridement of the knee, the third revision, in 2024 since I was able to review the operation report. I cannot determine the root cause of periprosthetic infection with certainty. The causes of periprosthetic joint infection are multifactorial including possible wound contamination, possible seeding from a remote site, and also contributing can be the fact that the patient had multiple operations." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "these product inquiries concerning a patient who underwent a primary total knee arthroplasty in 2008. The patient was then revised on (B)(6) 2019 for loose femoral and tibial components and a fractured femoral stem. The patient was then revised again on (B)(6) 2022 due to a loose patella component with repair of the medial soft tissues and a polyethylene exchange. The patient subsequently developed an infection and underwent debridement and polyethylene exchange on (B)(6) 2024. The root cause of loosening of the femoral and tibial components and fracture of the femoral stem several years after the index operation cannot be determined with certainty. The causes are multifactorial including surgical technique, especially in the cementing technique, patient activity level and bmi. The cause of the fractured stem cannot be determined with certainty. The explanted components must be submitted to stryker engineers for analysis and evaluation. I cannot confirm the original operation in 2008 since I don't have any information about it. I can confirm that the patient had the initial revision procedure in 2019 for the loose components and broken femoral stem since I was able to review the operation report. I can also confirm that the patient had the second revision in 2022 since I was able to review the operation report. The causes of aseptic loosening of the patella as well as disruption of the medial arthrotomy are multifactorial including surgical technique, especially in the manner of cementing and insertion of the patella component, the adequacy of the medial retinaculum repair, possible trauma, patient activity level and bmi. I would not assign any causality to the patella component itself. The explanted patella component should be submitted to stryker engineers for analysis and evaluation. I can also confirm the revision and irrigation and debridement of the knee, the third revision, in 2024 since I was able to review the operation report. I cannot determine the root cause of periprosthetic infection with certainty. The causes of periprosthetic joint infection are multifactorial including possible wound contamination, possible seeding from a remote site, and also contributing can be the fact that the patient had multiple operations." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer